Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to evaluate the instrument in this event. The customer performed repairs by tightening the reagent syringe which resolved the issue. The system functioned properly without any signs of errors or leaking issues detected. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was an error message indicating "reagent probe a & b motion error" on the unicel dxc 600i synchron access clinical system. After checking the instrument, it was discovered that there was a slow leak under the reagent probes a and b on the reagent drip tray of the instrument. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.